Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open esophagectomy procedure. The stapling device was being used during preparation for the tube. The stapler did not cut tissue. In order to resolve the issue and complete the case, used another manufacturer's device. There was no patient harm.